Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). Upon the first inflation at 8atms, the wanda pta balloon ruptured. The inflation duration is unknown. The balloon was withdrawn and the procedure was completed with another of the same device. There were no patient complications or injuries reported. The patient status is reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will bd conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).